Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible, occasional undersensed ventricular beat on right ventricular (rv) lead stored electrograms (egm) was observed and a high-rate, non-sustained episode was marked as terminated while the episode was still in-progress. The rv lead remains in use. No patient complications have been reported as a result of this event.